Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm and issues with battery. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-381a, mmt-1884l. The customer reported a past event. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-381a, mmt-1884l.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self-test. No alarms or alerts noted during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. During download history, normal low battery alerts found on 06/26/2025 09:52:00, 07/12/2025 05:09:00 and 07/27/2025 14:49:00. Battery cycle 3.0 received the lowbatteryalert (104) on 07/27/2025 14:49:00 after more than 7 days at 15.15 days. Battery cycle 2.0 received the lowbatteryalert (104) on 07/12/2025 05:09:00 after more than 7 days at 15.6 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. No insulin flow blocked alarms found in the history files or traces on the event date or seven days prior. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history. Unexpected battery power loss was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.